Event description:
It was reported that while using a bd insulin syringes with bd ultra-fine¿ needle 1/2ml 8mm (5/16") 31g u-100 100 count, the hub assembly separated from the syringe. The following information was provided by the initial reporter: consumer reported found 1 syringe needle shield hard to remove - hub assembly stayed in shield when removed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using a bd insulin syringes with bd ultra-fine¿ needle 1/2ml 8mm (5/16") 31g u-100 100count, the hub assembly separated from the syringe. The following information was provided by the initial reporter: consumer reported found 1 syringe needle shield hard to remove - hub assembly stayed in shield when removed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 25-apr-2022. Investigation summary: customer returned a single 0.5ml, 31 gauge, 8mm syringe from lot 1298594. The syringe had its needle shield and hub separate from the barrel. The hub has become lodged inside the shield. There is no damage to either the connector at the distal tip of the barrel or its respective needle hub. No signs of use and no other defects found. A review of the device history record was completed for batch# 1298594. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications noted that did not pertain to the complaint. Based on the samples received, embecta was unable to confirm the customer¿s indicated failure of needle hub separation. CAPA pr1630423 has been opened to address this issue.